Manufacturer narrative:
See MFR: 3012307300-2018-01715, 3012307300-2018-01718.

Event description:
It was reported that a cadd® cadd® administration set had 21ml out of 92ml left in the cassette (22%). No report of any known impact or consequence to a patient.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited under delivery. The pump was set to deliver 92 milliliters however the actual delivered volume was 71 milliliters. No adverse patient effects were reported.

Manufacturer narrative:
Device evaluation summary: one cadd solis vip pump was returned for analysis in used condition. Visual inspection of the pump found the pump in good physical condition. Review of device history log identified following event: (B)(6) 2019 8:24:38 am system fault 42,224 occurred 0 0 0 4. Device testing included functional check. The pump was found to be displaying an "a4f0" code in the versions screen main menu which reference to ui_cmd_interval_timeout "42224" error code message during the investigation. The customer stated issue was able to be duplicated and was confirmed. Problem source could not be identified.